Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k081297 and (B)(4) was cleared in the united states. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: fracture dislocations(c6-c7) procedure:psf (posterior spinal fusion) levels: c6/c7 it was reported that post-op, implanted screw deviated and a revision surgery was done for removal. No patient complications were reported post revision.